Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Event description: the journal article "rieger et al. Mid-term results of revision total hip arthroplasty with an uncemented modular femoral component. Hip international 2018, vol. 28(l) 84-89, published online: october 12, 2017 by 2018. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap rmw: the reported event: debridement performed due to haematome, is most probably not related to the revitan stem. Due an unclear involvement of the product in the reported event, it is not possible to perform a meaningful selection of risk/s for the patient. However, all possible risks (with occurrence and severity) related to the issues reported are listed in sap rmw. Conclusion: in a journal article which analyses the clinical and radiographic mid-term outcome of revision total hip arthroplasty using a modular uncemented, tapered, grit-blasted, distal straight stem system, it was reported that postoperatively 3 patients experienced haematoma, required debridement. No revision surgeries wiht device explantation were performed. Neither x-rays, operative notes, nor office visit notes were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The date of the article was taken as the date of the event. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. As no lot number was provided, the device history records could not be reviewed. Journal article: bertram rieger, thomas ilchmann, lilianna bolliger, karl k. Stoffel, lukas zwicky, martin clauss (2017) "mid-term results of revision total hip arthroplasty with an uncemented modular femoral component" hip international, vol.28(l) 84-89 issn 1120-7000. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: (B)(4) MFR report number: 0009613350-2018-00526; (B)(4) MFR report number: 0009613350-2018-00533; (B)(4) MFR report number: 0009613350-2018-00534; (B)(4) MFR report number: 0009613350-2018-00538. (B)(4).

Event description:
It was reported in a journal article that in the early postoperative period, 3 patients had a postoperative haematoma that required surgical debridement. Attempts to obtain additional information have been made; however, no more is available.